Event description:
It was reported that the touchscreen could not be calibrated. The unit was in patient use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a ventilator with a touchscreen that is unable to be calibrated. The customer made several attempts but was unsuccessful. Insufficient information is available to determine the resolution of the event. The customer was provided with part number; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided.

Manufacturer narrative:
The unit was being set up for patient use when the issue occurred. No patient or user ham reported.